Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report # 1222780-2014-00080. It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014 and received an unsuccessful cavity integrity assessment (cia) test. The physician performed a hysteroscopy and noted a uterine perforation. The patient was transferred to a hospital and a physician "put a stitch in the 5mm perforation". The patient was admitted into the hospital as she opted to have a hysterectomy. The hysterectomy was completed and the patient was discharged on (B)(6) 2014. A hysteroscopy and dilation (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instruments may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).